Event description:
It was reported that the patient was referred for explant due to dissatisfaction with voice alteration and full explant occurred due to MRI purposes. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.